Manufacturer narrative:
(B)(4). Batch # unk. Date of event is unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. As part of our quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable. Information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the customer encountered incorrect closing of the clips. It is unknown how procedure was completed. Patient consequence was not reported.